Manufacturer narrative:
The report that the pc displayed the message ¿generator unavailable¿ and could not pair with the ipg was confirmed. The ipg was received with a depleted battery. The can was cut open and an external battery was attached to allow functional testing. Since the device was placed in the service app state on (B)(6) 2021, and the patient didn't report an unrelated procedure on that date (only that they had an unrelated surgery in (B)(6) 2021), it is inconclusive what caused this condition. Since the device had a crc error, the ipg diagnostic logs could not be obtained and therefore a more thorough analysis could not be performed. Since the device was in the service app state this created an excessive current drain on the battery and would explain the ipg being depleted as received by the ppe lab. Even though this condition is consistent with electrocautery use during surgery, the patient did not report a surgery in this time frame. The root cause of the ipg being in the service app state could not be ascertained.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following an unrelated surgery, the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.